Event description:
Waffle cushion deflated while patient was using cushion in chair. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increased the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to u.s. Product complaint team lead. Equipment will be sent to the manufacturer for investigation.